Event description:
Customer received a free psa that was higher than the total psa for one pt sample. First run yielded total psa result 0.211, free psa 0.292 ng per ml. Second run yielded total psa result 0.233, free psa 0.304 ng per ml. Third run on a different e2010 analyzer yielded total psa result 0.208, free psa 0.273 ng per ml. Customer reported out only the total psa result. No more pt sample was available as they tried to run a fourth time and got a quantity not sufficient error. Customer states he did not want service on the analyzer because he thinks issue is due to particular pt. If additional info is received, appropriate info will be provided.